Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #: 16274897-2012-06062, reference MFR. Report #: 16274897-2012-06062. It was reported the pt is not receiving stimulation. The pt has not recharged the ipg as recommended. It also reported x-rays were taken and one of the pt's leads has migrated. The pt will undergo surgical intervention on a later date to address the issue.